Manufacturer narrative:
This adverse event was reported in esg test system on (B)(6) 2023. Since we realize it is not correct to report it in the test system, we now take the corrective action to submit this report in the production system. This adverse event is an individual case and per our investigation, it is concluded that there is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect regarding this event. We have taken corrective and preventive actions in our company to correct the wrong reporting issue and prevent this issue from re-occurring in the future.

Event description:
The scoreflex nc balloon became fractured as the balloon was traversing to the lesion in the right coronary artery (rca). The guide wire and balloon were successfully removed. No debris was observed. The physician opted not to retrieve the fractured component. The rca was rewired and treated with a replacement balloon. The patient was stable.